Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record could not be completed. The part number/lot number combination needed for device identification remains unknown. The user facility was unable to provide this information. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 3b endoleak of the distal bifurcated stent graft is confirmed. This is consistent with the reported incident. The clinical assessment also determined that a type 3a endoleak of the aortic components occurred that was not included in the event as reported. The type iiia endoleak was discovered during a review of CT scan provided. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. Treatment was done with competitor devices. The endoleak was resolved and the patient was discharged home. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is unknown. Corrections: h6: health effect - impact code: remove code 4614. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was initially implanted with an afx bifurcated stent graft to treat an abdominal aortic aneurysm (aaa) sometime in year 2014. It was reported that during a routine follow up, a computed tomography (CT) scan identified a type 3b endoleak. The patient is currently being monitored while an intervention is being discussed. Additional information: an internal clinical assessment determined that a type 3a endoleak of the aortic components occurred that was not in the event as reported. The type 3a endoleak was discovered during a review of CT scan provided. Treatment was done with competitor devices. The endoleak was resolved and the patient was discharged home.

Event description:
The patient was initially implanted with an afx bifurcated stent graft to treat an abdominal aortic aneurysm (aaa) sometime in year 2014. It was reported that during a routine follow up, a computed tomography (CT) scan identified a type 3b endoleak. The patient is currently being monitored while an intervention is being discussed.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is unknown device remains implanted.